Event description:
Damage to the pump housing surrounding the usb port was reported, although this did not hinder the ability to charge the pump. The screws no longer secured the plastic piece around the usb port, leading to a loss of watertightness. There was no adverse impact on the customer's blood glucose level. The customer was unsure how the damage occurred, suspecting normal wear and tear. The defective pump was still under warranty, and the customer was advised on the steps needed to replace it. Customer will continue to use current pump.